Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified total parenteral nutrition (tpn) filter tubing leaked out of the access port. This was identified during patient use. The tpn infusion was removed and clear intravenous fluid (ivf) was started to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.